Manufacturer narrative:
Batch review performed on 03 october 2019: lot 188510: 143 items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, 103 items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 03 october 2019: cup: impact 01.32.156mh acetabular shell ø56 multi-hole (k132879) lot. 186959. Lot 186959: 24 items manufactured and released on 20-feb-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 189651. Lot 189651: 300 items manufactured and released on 08-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, 229 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain (5 months after primary) and the cause of the pain is unknown. The surgeon revised the acetabular components and the ceramic head. The surgery was completed successfully.